Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a transparent gel-like foreign material in the air/water channel - however, the material was unable to be further specified. Moreover, there was no observation of physical damage where foreign material remained, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were few additional findings. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Adhesive around objective lens and light guide lens was worn out. The distal end had a scratch. The adhesive on bending section cover had a crack. The right/left knob was deformed. Switch one (1) had a scratch. The universal cord had a wrinkle. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope had blocked water channel. The issue was found during reprocessing. The device was inspected before use. The intended procedure was completed. The device was returned and an evaluation at the repair center revealed foreign objects coming out of distal end due to clogging of the air/water channel. The foreign object was cleaning chemical or gel. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.